Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the grip-crimp location at the distal end within the insulation. The instrument failed the electrical continuity test. The grip tips were manually manipulated and intermittently passed continuity. No signs of thermal damage or physical damage were observed. No other cable damage was observed at the distal end. Additional observations not reported by site: the instrument was found to have the main tube broken. A piece measuring proximately 0.168 x 0.056 was not returned with the instrument. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.107 - 0.119 in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury.